Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 414mg/dl, a normal result for her at that time of day is usually around 140mg/dl. She did not test a second time with her prodigy meter she drove herself to (B)(6) hospital located at (B)(6). Upon arriving at the hospital her blood glucose was 157mg/dl. The end-user stated that she was at the ER for 8 hours but did not receive any treatment. She stated that her blood pressure and blood glucose was checked every 2 hours and it was normal each time. End-user stated that she was treated for a uti and given medication to treat it. She was told to follow up with her primary doctor. The end-user was using expired test strip she was advised to never use expired products and to discard them. She stated that when she was discharged from the hospital her blood glucose was 140mg/dl. No additional information was provided.